Event description:
Reporter stated lancet protrudes beyond the end cap of the multiclix device, and the customer's mother was accidentally stuck. No adverse event or medical attention needed. Customer did not provide the lot number of the device, nor the lancets. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6).